Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. The device functioned normally while testing with the patient simulator. The unit passed all functional and safety checks to factory specification.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump(iabp) the pressure value did not match the pressure value from the patient monitor and was off by 50 points during use. No harm or injury to the patient was reported.